Manufacturer narrative:
Based on the new information received in this complaint, the lens arrived broken., there was no contact with patient's eye, the issue was first identified upon opening of the packaging. No patient involvement. This complaint is no longer reportable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was damaged, no further information was provided by the customer despite several follow ups. It is unknown if the lens is available. No other information provided.